Manufacturer narrative:
(B)(4). One used sample without packaging was returned for evaluation. In addition, a photo was also provided. Both the sample and picture visibly confirms leakage at the bonded joint between tubing and the pump segment. Since no lot number was provided, the retain samples of three lots produced at least one month previous to the receipt of the complaint, for lot no. 0061539421, 006153846 and 0061548208 were visually and functionally tested and no leak was identified as reported by the client. Based on the results of preliminary investigation. No objective evidence was found that caused this condition. All applicable systems were reviewed and no defects have been found in relation to this segment of the set. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection methods. In addition, this incident will be monitored under the product incident report system.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood leaking between tubing and pump segment. No patient injury.